Event description:
The account alleged the brake caster is not holding. No pt impact.

Manufacturer narrative:
The account replaced the brake caster and adjusted all brake casters to resolve the issue.